Manufacturer narrative:
All parts reported in this event were returned for the complaint of a revision as a result of a functional deformity. A visual inspection of the implant and the patient¿s scans confirms the complaint. The most likely underlying cause of the complaint is patient¿s condition. There are no indications of a manufacturing defect. Under warnings in the IFU (instructions for use), it is stated, ¿do not use in children. The total tmj replacement was designed for skeletally mature patients." This statement forewarns about using this implant on patients that are still in the process of growing. The patient was approximately (B)(6) years old at the time of implantation. This is report 1 of 6. Reports 2 through 6 are reported on MFR #0001032347-2016-00030-1 through 0001032347-2016-00034-1.

Manufacturer narrative:
The device evaluation is anticipated, a follow up report will be sent upon completion of the product evaluation. Report one of six for the same event, see also 0001032347-2016-00030 through 00034.

Event description:
The surgeon's assistant reported a revision of the right fossa. At the age of (B)(6), the patient received the biomet tmj implant due to functional deformity of the tmj. The patient had a revision surgery on (B)(6) 2015 with the following pre-op diagnoses: goldenhar's syndrome, right tmj fossa defect, mandibular asymmetry, and malposition of tooth #5. During the revision surgery the right fossa was explanted and the reconstruction was done with a custom concept fossa prosthesis. It was verbally reported that "the biomet prosthesis was loose in place...related to the baseline condition of this patient...being necessary the reconstruction with a custom device..."